Manufacturer narrative:
The device evaluation is ongoing. Two additional complaints have been created to capture the additional reported events: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the resection electrodes with high flow cable had a loop break off at the distal end of the unit. The issue occurred during a therapeutic aquablation of prostate procedure. When the doctor finished the aquablation part and started the resection of the prostate the bipolar loop broke after a few strokes. Two more similar devices were attempted and had the same results. All instruments were replaced and the procedure was completed. This was an out of box failure. There were no reports of patient harm or injury.

Manufacturer narrative:
Updated: h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken bipolar loop issue could not be determined, as the device was not returned to olympus for evaluation, however, the issue was likely the result of the distal end of the loop being brought into contact with a conductive material, resulting in a spark and breakage of the loop; the issue was likely due to user handling/mishandling the event may be detected/prevented by following the instructions for use which state: "caution risk of injury to the patient contact between the hf-resection electrode and metal parts, such as other endoscopic equipment, implants or stents can result in sparkover between the hf-resection electrode and the metal part. Always keep a distance of at least 10 mm between the hf-resection electrode and metal parts.". "Caution risk of injury to the patient use extreme caution when using electrosurgery in close proximity to or in direct contact with any metal objects. Do not activate the hf-resection electrode while any portion of the hf-resection electrode tip is in contact with another metal object. This can cause uncontrolled heating of the hf-resection electrode and may result in damage and breakage to the hf-resection electrode tip. If excessive heating or physical forces cause damage to the hf-resection electrode tip, broken device fragments may remain in the body, possibly requiring additional surgery for removal.". Olympus will continue to monitor field performance for this device.